Event description:
Customer called about a month ago and stated that customer was having problems getting condom to fit. Customer needs something smaller than the standard size condom. Samples of lifestyles snugger fit were sent to customer. In 2001 customer called and stated that from the samples sent three of the condoms from one box broke. Customer also stated that due to the breakage, customer had to seek medical attention. Customer received medical attention from a health department. Customer would not give the city. Customer was diagnosed with gonorrhea. At time of call customer was still experiencing some itching. Customer stated that customer had used about ten tubes of neosporin. Customer is gay and did not give partner's name; customer is requesting replacements for the condoms that broke.